Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed. Complainant indicated that the clinician obtained another device to continue treating the patient.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device issued a "defib fault 76" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicated that there was any adverse effect to the patient due to the reported malfunction.